Event description:
The patient's mother reported that since the device was programmed on after implantations, the patient has experienced an increase in absence seizures. The mother reported that with previous medication changes, the patient had been seizure free for about two months prior to implant. The mother was encouraged to call the physician to discuss possible setting and medication. An attempt to obtain additional information has been unsuccessful to date.

Event description:
It was reported that the patient is doing really well with vns therapy.